Event description:
I applied a Libre3 plus sensor to back of my left arm on (b)(6) 2026 at 830 pm. (b)(6) 2026 100pm it fell off my arm onto the floor. This is second sensor I have had issues with in thelast few months. I called Abbotts customer service with the first issue as it stop workingduring the night. They replaced it. I returned it. Today I called customer service numberand the call disconnected. Is there ongoing issues with these sensors just falling off.Am I eligible for a replacement? PT CODE: 4582. DEVICE CODE: 1371. REFERENCE REPORT: CDRH-50053447. This report captures: Libre 3 plus freestyle gms #2.